Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. To address this, the customer administered a correction injection via multiple daily injections (mdi) and did not require incapacitating assistance from a third party. Technical support provided the customer with information on resetting the pump, and after doing so, the malfunction code did not recur. The customer was advised to continue using the pump and to reach out if the issue reappears.